Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and the right ventricular (rv) leads exhibited low bipolar and unipolar impedance. Polarity switch for both leads have also occurred. It was noted that the implantable pulse generator (ipg) could have possible damage due to a fall.  The ipg system remains in use. No patient complications have been reported as a result of this event.